Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was overheating and off. Customer stated that the issue continued after inserting a new battery. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device received with blank display after battery insertion due to corrosion on electronic board stack. No device heating up anomalies noted during testing. Unable to perform displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to blank display. Device received with pillowing keypad overlay, scratched display window cover, cracked case at belt clip rail corner and scratched case. Corroded force sensor assembly and moisture damage on motor assembly. Corroded battery tube.